Event description:
It was reported that a pump was programmed to deliver a primary infusion of normal saline at a rate of 150ml/hr, vtbi 900ml. The customer stated that at the start of the infusion, the IV bag contained 1000ml; it was observed that four hours into the infusion, the IV bag contained 950ml. The customer also stated that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. A flow rate test was performed per the baxter preventive maintenance procedure with the unit passing. The device also passed additional flow rate tests. Additionally, upstream occlusion and downstream occlusion tests were performed per the baxter preventive maintenance procedure with the unit passing. A review of the history log shows a door jammed! And set improperly loaded! Alarm that was corrected just prior to the start of the infusion. The history log shows the infusion ran properly with no other alarms.